Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: device patch with lot number 3124091, bubbles in gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported left side "implant with an anomaly (an air bubble in the implant)." Physician later reported "patient has capsulitis grade 2-3, causing pain + migration of implant. Noted a bubble in implant when explanted." Device has been explanted.